Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the leadless implantable pulse generator (ipg) exhibited high thresholds. It was also reported that the patient had undergone tricuspid valve replacement one week before the procedure and had undergone surgery for pulmonary problems on the same day as the issue occurred on the leadless implantable pulse generator (ipg). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.